Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
Insulin pump was able to download to the care link software without any errors. Insulin pump passed the self test. No alarms during testing. However, an alarm found in the alarm history files due to corrupted history file. Insulin pump passed the unexpected restart error test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed external ram crc error, displayable history crc checked failed on start up and unexpected restart. Customer stated that during uploading of insulin pump in carelink it stopped, and it was found in the alarm history that there was external ram crc error alarm, displayable history alarm and unexpected restart alarm. Customer's blood glucose was 14.3 mmol/l. No further information provided.